Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device and the customer was therefore unable to apply the device and monitor glucose levels. The customer reported that they "took it to the nurses office to get rid of it". There was no report of death or permanent impairment associated with this event.